Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. It was learned through investigation there were complications after implant of a 23 mm carpentier-edwards perimount magna ease pericardial bioprosthesis. After implant, an echocardiogram confirmed normal function of the new bioprosthetic aortic valve. However, there were complications coming off bypass. After closing the sternum, the patient¿s hemodynamics were affected and required vasopressor medications. An echo was performed which revealed myocardial hypokinesis and decreased right ventricular function. Coronary artery occlusion of the right coronary was noted. The surgeon re-entered the closed surgical incision and inspected the heart. He felt that the hypokinesis was related to an impingement on the low-lying right coronary artery and ischemia in the right coronary distribution. The surgeon performed a bypass graft to the right coronary and within five minutes, the right ventricular function was near normal. The patient was then taken to the recovery room in stable condition.

Manufacturer narrative:
Occlusion of the coronary ostia. Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although edwards is unable to conclusively determine the root cause for this event without return of the device, the health care provider indicated the occlusion was due to an impingement on the low-lying right coronary artery and ischemia in the right coronary distribution. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. This does not represent a malfunction of the device; however, in this case, it resulted in a serious injury. No information has been provided to edwards indicating a device malfunction or quality deficiency of the device. No further actions are possible with the available information.